Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2; -12.0/+1/084 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6)2022. It was reported that on (B)(6) 2022 the lens was exchanged with a same length but different power lens. The cause of the event was reporter as a user error and noted "the customer chose the wrong lens by accident".